Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging that the control solution test result of 210mg/dl was above the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the reported issue was not resolved with troubleshooting.